Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product. A review of the machine setup was conducted and did not identify any issues. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. Seven samples were returned to the manufacturing site for evaluation. Upon a visual evaluation of the samples, the reported issue was confirmed. It was also noticed that none of the samples were attached to monoject syringes. A 6m root cause analysis did not identify any issues with the manufacturing process for the needles that would have caused this issue. There were two potential root causes identified during the investigation. The first potential root cause pertains to the use of an improper attachment method by the user but there¿s insufficient information to determine whether this factor was the true root cause. The second potential root cause identified during the investigation pertains to the syringe barrel (sourced by the customer) there is the potential that there was an issue with the luer (out of spec., sinks, damaged) but again there is sufficient information to determine whether this factor was the true root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub damage. The lot met the acceptance criteria and was released. There were no manufacturing issues related to the complaint issued for this lot and a specific root cause could not be determined based on available information. There¿s no indication of a systemic issue with the product or process, so a corrective action will not be issued at this time. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the safety needle has cracked at the hub when attaching to the syringes and it has caused leakage of medication/vaccines. Additional information received from the sales representative on 05-sep-2019 stated that the leaking was noticed during use after medication was drawn and had not been administered to the patient.